Event description:
The programmer which was returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, it was determined that the electrocardiogram connector on the link electronic module board was loose, and therefore the link electronic module board was replaced and calibrated. It was also found that the system fan was noisy and it was replaced. (B)(4).